Manufacturer narrative:
Model number/catalog number: (B)(6) . Serial number: n/a. Batch/lot number: 1000504228. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: (B)(6) . Serial number: n/a. Batch/lot number: 1000436173. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and urethral erosion. The physician suspected that the device caused or contributed to the erosion. A surgical procedure was performed during which the aus was explanted. No additional information was provided.